Event description:
During the fourth puncture procedure, the attending physician discovered that the handle mechanism controlling needle advancement and retraction had malfunctioned. As a result, the needle tip could not be retracted back into the outer sheath. The eus scope was therefore withdrawn with the needle fully extended. The scope is currently undergoing inspection for any possible damage.the physician considered this malfunction to be a very serious issue. Therefore, another unused device from the same lot number was returned to the manufacturer for further investigation. Was gaining access to the target site difficult? - no. Was puncture of the targeted site difficult? - no. What is the scope manufacturer and model number that was used? - olympus gf-uct260. Was the scope recently service/repaired? - no was the device used in a tortuous position? No. Are images of the device or procedure available? - no. Was the device damaged in packaging before removal? - no. Was the device damaged on removal from packaging? - no. Was force required to remove the device? - no, but the needle can not retreat into sheath. When was the issue noted? - on advancement of the needle. Was difficulty experienced while retracting the needle? - on the forth puncture, doctor notice the needle can not retract back to sheath. Was it possible to be fully retract before removing the needle from the patient? - impossible. Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior to return? (If yes, please specify what additional defect(s) were observed and where on the device this was observed). - there is no kinked which observed from the outside. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? - locking function is not working. Was the stylet fully in place inside the needle when advancing into the targeted site? - yes. Was the endoscope in a flexed or twisted position at any time during the procedure? - no. Was force required on insertion of device into scope? - no. Was resistance felt while inserting the device through the scope? - no.

Manufacturer narrative:
D9. Device returned but remains under investigation. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.